Manufacturer narrative:
(B)(4). Additional information has been received. This complaint no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance of a ventilator, the circuit check did not pass. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was an incorrect installation. If information is provided in the future, a supplemental report will be issued.